Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -11.50/+1.5/094 (sphere/cylinder/axis), during the same surgery due to low vaulting. The problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with residue/debris on product. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).